Event description:
The customer contacted physio-control to report that their device power on button is not working correctly. In this state the device may not be able to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control contacted the customer about returning the device for servicing and evaluation. The customer responded that they had replaced the main pcb and keypad and that resolved the issue. The device and parts will not be returning for further evaluation. The reported issue is unable to be verified and further root cause is unable to be determined.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device power on button is not working correctly. In this state the device may not be able to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.